Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9236-02pp univers vaultlock¿ glenoid trial, medium broke during the case. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the sales representative provided the following information via email: this event occurred during an unspecified procedure on (B)(6) 2022. The device broke inside the patient upon extraction, and all fragments were removed. The case was completed successfully with no impact to the patient, the patient is doing great. The device was discarded by the facility.